Manufacturer narrative:
The customer contacted siemens to report that a falsely depressed vancomycin (vanc) test result was obtained from a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the sample probe s1 and drain, replaced the aliquot probe and drain, and adjusted the 40 and 20 psi air pressure. The cse ran quality control materials with acceptable results. The cause of the falsely depressed vancomycin test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely depressed vancomycin (vanc) test result was obtained from a dimension vista 500 instrument. The initial test result was not reported to the physician(s). The same sample was repeated twice on the same dimension vista 1500 instrument giving higher and matching test results. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin test result.